Manufacturer narrative:
Device had unresponsive buttons due to flattened act, esc and down buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to unresponsive button.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer¿s parent reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl. Customer stated that the buttons were unresponsive and act and esc buttons were hard to press. Customer stated that the time was advancing. The insulin pump will be returned for analysis.